Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: the customer's complaint/reportable malfunction was not confirmed due to the subject device was not returned. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had intermittent image quality issues. It is unspecified when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.